Event description:
The manufacturer received information alleging the patient who had been using a trilogy 100 ventilator passed away. There was no allegation of malfunction against the device. The ventilator was returned to the manufacturer for evaluation. The evaluation confirmed that the device operated and alarmed as designed. The device was cleaned and passed all final testing.